Event description:
It was reported by the customer that a pyxis medstation es system had a drawer that was difficult to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the entire drawer was difficult to open, and the wire strip was not secured. A field service engineer slide railings, retractor band and latch to resolve this issue. The system functioned as intended after the field service engineer repaired the device.